Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2019. If explanted, give date: not applicable, as lens remains implanted. (B)(4). Device evaluation: product testing could not be performed because the product remains implanted. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 intraocular lens (iol) was implanted in the right eye of a patient. But the patient now cannot read at all (visual acuity of 20/80) and the customer claimed that they have exhausted all avenues of explanation and cannot come up with a reason. The patient does have mild posterior capsular opacification (pco), but not enough to be visually significant. The patient also refracts to +0.75 -1.00 x 90, but still cannot read even with the distance correction. It was learned that the pre-op best corrected visual acuity (bcva) was 20/50, and post-op was 20/20. There was no plan to remove the iol. No other information was provided.